Event description:
Event description cpi received information that two months after the implant of this implantable cardioverter defibrillator (ICD) the patient returned to the physician complaining of pocket stimulation. High pacing thresholds were observed with pocket stimulation. The physician suspected the pace/sense side of the transvenous defibrillation lead may be damaged.